Event description:
On 17th december 2022, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that damage to the optic was observed following implantation necessitating explantation of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the optic was damaged immediately following implantation necessitating explantation of the iol. The iol was retained and returned to rayner for evaluation. Product inspection was performed on 3rd january 2023. The lens was returned dehydrated in a plastic bag within the outer blister tray. The injector was not included with the return. Cosmetic inspection of the lens identified a deep scratch/cut in the middle of the optic. A piece of the optic was missing. No damage to the lens haptics was observed. No further inspection or testing was possible due to the damaged nature in which the lens was returned. It is not possible from the product inspection performed to determine the cause of the lens damage. Our review of production records for the rayone aspheric rao600c batch 072195788 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 072195788.